Event description:
It was reported that a non-critical alarm had occurred on (B) (6) 2010; the pump had been at minimum rate since that time. "The pt experienced: "flask" legs, fever, anxiety, excitation and nausea." The pt was given oral morphine. The pump was replaced due to a suspected malfunction. The pump was used to deliver morphine. The pt was improving and no further pt complications were reported.

Manufacturer narrative:
(B) (4) - "flask legs" and excitation. (B) (4)